Event description:
Legal stated alleged incident involving an invacare concentrator. No information as to how incident occurred but there was a fire. End user was unable to get out of apartment and died. If additional information is received follow up report will be submitted.